Event description:
The customer tubing pack was set up and a pt was placed on support. Once on support they noticed a blood leak from one of the connections where tubing meets a connector and a tie band should have been in place. They noted that the tie band was loose and sliding down the tubing. They were able to tighten the connection and place a new tie band to insure it did not slip. The customer was able to resolve the issue with no harm to the pt.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).